Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low heart rate and syncope resulting in an interrogation of their implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator (ICD) had oversensing and was at recommended replacement time (rrt). The device was explanted and replaced. Additionally, there was an unsuccessful remote monitoring network alert transmission. The network remains in use. As well, the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes, and non-sustained ventricular tachycardia episodes. There was also fracture, oversensing, v-v intervals, and high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.